Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and lead system experienced an abnormal rise in pacing thresholds and impedances. Loss of capture was also noted in the atrial and ventrical chambers. The physician elected to replace the ICD. During the procedure, lead insulation problems were noted on the model 4269 lead and the pace/sense portion of the model 0125 transvenous defibrillation lead. The lead insulation problems were repaired and both leads were re-implanted. The ICD is a ventak av (model 1810) and it's not approved in the united states. This device is also covered by an advisory letter.